Event description:
It was reported that this pacemaker was explanted due to an unknown issue. No additional adverse patient effects were reported. Several attempts were performed to obtain additional information but were unsuccessful.